Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, component codes, investigation conclusions). The customer has not yet agreed to pay for repairs. The customer has not provided equipment up time or other information. No spare parts have been replaced. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by customer that during inspection the cs100 intra aortic balloon pump (iabp) backup battery had poor charging capabilities. Patient not involved and no harm reported.

Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 had poor backup battery charging capabilities. There were no patient involvement.